Event description:
Adverse event: neurological event. Onset of adverse event: after the procedure. Device issue: none. It was reported, via a trial, that post a left internal carotid artery stenting procedure using the emboshield nav 6 embolic protection device, the patient reported left eye pain and was having some difficulty with speech. The patient was treated with solu-medrol. One day post-procedure, the patient was experiencing some mild expressive aphasia. CT scans were negative. Reportedly, the event was likely due to emboli. The patient is improving. There was no additional information provided.

Manufacturer narrative:
(B)(4). Stroke may occur during this type of procedure and as listed in the emboshield nav6 instructions for use, stroke is a known potential adverse event associated with the use of the product.

Manufacturer narrative:
(B)(4). (B)(4). Neurological event, pain and embolism may occur during this type of procedure and as listed in the instructions for use, neurological event, pain and embolism are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Subsequent to the initial medwatch report, additional information indicates the reported patient effect was stroke. No additonal information was provided.